Event description:
It was reported that review of log file data revealed several motor start events with parameters outside of the typical range. The v entricular assist device (vad) is included the subgroup 3 population for delay or failure to restart. The vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of log file data found that there was a controller loss of power that occurred at the same time as the motor start event. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 12-apr-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the motor start event and the loss of power were caused utilizing a motor fixture. The actual controller replacement value was within the standard value.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (b)(63: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) hw41803 and the controller (B)(6) were not returned for evaluation. Log file analysis revealed motor start events recorded on 21/feb/2023 at 11:11:45, and on 04/apr/2023 at 16:20:03, 16:36:03, 16:36:50, 16:38:34, and 16:45:04, in which the motor start parameters were atypical. Review of the alarm log file revealed two (2) critical battery alarm were logged on 04/apr/2023 at 16:19:13 and 16:22:47, due to the batteries depleting below 10% relative state of charge (rsoc). Review of the alarm log file also revealed six (6) vad disconnect alarms were logged on 04/apr/2023 starting at 16:19:17, indicating a physical disconnection of the driveline from the controller. Review of the event log file revealed seven (7) controller power up events with associated pump start events were logged between 21/feb/2023 at 11:11:26 and 05/apr/2023 at 12:50:24, indicating losses of power. The controller was without power for an average of four (4) hours, fifty (50) minutes and thirty-one (31) seconds per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the losses of power were not available. The reported atypical motor start parameters and losses of power were confirmed. Of note, it was reported that the motor start events and first six losses of power occurred while the controller was connected to a motor fixture prior to being put in use. Based on the available information, the most likely root cause of the reported atypical motor start parameters and the first six losses of power can be attributed to the use of the controller with a motor fixture. Based on the available information, the most likely root cause of the last loss of power can be attributed to a controller exchange, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.